Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There were no allegations of patient harm, and the device was not reported to be in patient use at the time of the event. During evaluation at a third-party service center, the device failed the functional test at the active exhalation purge valve closed step. The technician determined that replacement of the active exhalation control module (aecm) would be required to correct the issue. The device was also found to be missing its rubber feet and power cord clamp, both of which were replaced. The exhalation port block pas, front case, base enclosure kit, and enclosure seal kit were identified as damaged and were replaced. The device label was replaced due to an obsolete revision. The device was serviced, inspected, and tested. All testing met acceptance criteria in accordance with applicable customer requirements.

Manufacturer narrative:
The reported failure of failed act exh purge valve closed is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Multiple service activities occur during the device¿s useful life according to the device¿s service manual. These service activities, in addition to any prior complaint investigations, have altered the device from its original state during manufacturing. Any issue found during manufacturing that is potentially documented in the DHR for this device does not have a causal relationship to the allegations or issues in this complaint. Therefore, the DHR for this device will not be reviewed at this time. However, the DHR files for this device are available and can be accessed upon specific request.